Manufacturer narrative:
Device 1 of 2 e1: complainant street address: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
This emdr is being submitted for an additional unknown quantity of affected products from an unknown number of market unit of the same lot. The distributor reported dark coloured particles embedded in the adhesive/hydrocolloid which are greater than 0.1 millimeter in size. The product was not used on patient. A photograph depicting the issue was also provided by complainant.